Event description:
It was reported that, during an office follow-up, this device had a battery depletion error. The pulse generator has been implanted greater than six years. Technical services requested a review of the device downloaded memory when available. There were no adverse patient effects. The device remains implanted.